Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint was received with the return of the device. Conclusion: failure event observed during analysis. Final analysis found a false eri alert with a date stamp prior to the implanted date. This was due to exposure to electrocautery. (B)(4).

Event description:
This report is to advise of an event observed during analysis.